Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a neonatal patient underwent a patent ductus arteriosus ligation procedure on an unknown date and topical skin adhesive was used to close the incision. The patient experienced the wound opening at the top of the incision. No other information is available at this time.